Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was isolated to q14 leaking voltage onto triac mt2 on the ca board, physically damaging q15 during troubleshooting. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the q14 leaking voltage could not be positively identified. There was no adverse event that resulted from the damaged monitor.